Event description:
The customer reported that a discordant elevated ca 19-9 result was generated for one patient on an atellica im 1600 analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the same atellica im and the result was the same as the initial result. The sample was diluted 1:10 and the result was elevated. An edta sample from the patient was tested and the result was elevated as well. The sample was tested on alternate method, and the result was within the normal range. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated atellica im ca 19-9 results.

Manufacturer narrative:
An outside the united states customer reported that a discordant elevated ca 19-9 result was generated for one patient on an atellica im 1600 analyzer. The result was considered discordant compared to an alternate method. A discordant elevated result was also observed on an edta sample from the same patient. Quality control was in range at the time of testing. The limitations section of the instructions for use states: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note - do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." Siemens is investigating. MDR 1219913-2022-00248 was filed for the same event.

Manufacturer narrative:
The initial MDR 1219913-2022-00249 was filed on august 15, 2022. Additional information: october 11, 2022. An outside the united states customer reported that a discordant elevated ca 19-9 result was generated for one patient on an atellica im 1600 analyzer. The result was considered discordant compared to an alternate method. A discordant elevated result was also observed on an edta sample from the same patient. The customer had a patient serum sample that repeatedly recovered > 700 u/ml with atellica im ca 19-9 kit lot 508 but when the sample was tested with an alternate method ca 19-9 assay it recovered 34.5 u/ml. When the sample was manually diluted 1/10 and run on the atellica im ca 19-9 assay, it recovered 1092 u/ml when corrected for the dilution factor. When an ethylenediaminetetraacetic acid (edta) sample from the same patient was tested on the atellica im ca 19-9 assay, it also recovered > 700 u/ml. The sample was sent to siemens healthineers for evaluation. Siemens healthineers tested the sample with atellica im ca 19-9 kit lot 511 and it recovered > 700 u/ml so this is not a lot specific issue. When the sample was treated with a heterophilic blocking tube (hbt), the treated sample recovered 617 u/ml with atellica im ca 19-9 kit lot 511 indicating that heterophilic antibodies are elevating the result with the atellica im ca 19-9 assay. The treated sample was also tested with the dimension vista ca 19-9 assay and recovered 609 u/ml. As stated in the hbt instruction for use (IFU), there may be some samples with extremely strong heterophilic interference. In such cases the hbt may not be able to block all of the assay interference. There is no more sample left to continue the evaluation. The expected values section of the atellica im ca 19-9 IFU indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. As stated in the limitations section of the atellica im ca 19-9 IFU: "warning: do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note - do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results. Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." The cause of the elevated result seen by the customer with this one sample when using atellica im ca 19-9 kit lot 508 cannot be determined but was in part due to heterophilic antibody interference. Based on the investigation, no product problem was identified. The customer is operational. No further action is needed. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2022-00248 supplemental 1 was filed for the same event.